Manufacturer narrative:
Physio-control further examined the removed system controller pcb assembly and was able to verify the reported issue intermittently. Physio determined that the cause of the reported issue was that an integrated circuit (ic) chip, designator u61, was electrically shorted. This caused to the device to power off and on (i.e. Reset) by itself intermittently during the initial boot-up cycle.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to verify or duplicate the reported issue. Physio observed that the device was returned without the internal battery installed. The internal battery helps the device maintain power when removed from ac power. Physio followed-up with the biomedical engineer to find out how the reported issue had been initially observed; however, the biomedical engineer could not recall if the device was on battery power only, or if it had been plugged into ac power when being tested. The biomedical engineer also did not remember receiving any low battery messages during testing. As a precaution, physio-control replaced both the system controller and user interface (ui) pcb assemblies, as well as the ui to stack flex cable assembly and the power pcb assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a service indicator present and would power off by itself. There was no patient use associated with the reported event.